Manufacturer narrative:
Visual inspection performed by r&d project manager on (B)(6) 2017: the components were analyzed and the fixation screws were not fixed but free to be screwed. This event is probably due to the loosen effect of the medical glue that maintain fixed the components, but from the received piece it is not possible to determine with certainty the root cause of the event. This type of discrepancy will be continuously monitored.

Manufacturer narrative:
Batch review performed on 14 december 2017. (B)(4). Preliminary investigation performed by r and d product manager on 15 december 2017 based on the pictures sent by the complainer to medacta: the images were analyzed. The antennas' screws are not intended to be adjusted from the final user, but in this case the thread of the screw could moved and provide a major clearance between the antennas' body and the inclination rod, that led to the movement of the antennas. This event will be further analyzed with the arrival of the piece.

Event description:
During the surgery the inclination antenna did not indicate the proper direction because the fixation screws were loosened. The surgeon tried to fix the screws, loosing about 15 minutes. The surgery was completed successfully.